Event description:
Notified of event (B)(6) 2010: pt is a (B)(6) male admitted for a laparoscopic colectomy (B)(6) for surgery (B)(6). During the anastomosis closure, the endoscopic stapler did not fire appropriately to complete the anastomosis after several attempts. A second stapler was deployed in another attempt at anastomotic closure and this was also unsuccessful. The staplers appeared to fire but not adequately deploy the staples sufficiently to complete the closure. Since there were several unsuccessful attempts at closure, the surgeon had to make the decision to perform hartman's procedure with a left colostomy. Pt had some post op complications, eventually recovered and was discharged back to his nursing facility. Dates of use: (B)(6) 2010. Diagnosis or reason for use: colon cancer - colectomy. Event abated after use: yes.